Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a dialysis graft angioplasty via lcfa approach, after successfully crossing the dialysis graft stenosis it was poba time. The first balloon ruptured at 12 atm. The physician had a difficult time withdrawing the balloon, as if it was stuck on something. The physician was able to eventually get the balloon pulled out. No harm to the patient. No additional procedures or intervention required due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. During the course of investigation, a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc), specifications, trends, visual inspection and an interview of personnel was conducted. The complaint device was returned in one piece with the balloon attached at both the proximal and distal bonds. A visual examination noted that the distal portion of the balloon had both a linear and circumferential tear; thus making it difficult to know the direction of the original burst. The distal balloon portion was inside out (it had inverted on itself, like an inside out umbrella) but was still connected at the distal bond. The distal portion of the balloon was folded back on itself due to the inversion. The proximal portion of the balloon only showed signs of a circumferential tear or rupture. The shaft material under the balloon was severely stretched and the marker bands under the balloon had moved, but were both present on the shaft. A kink was noted in the device and it was found that an additional portion of the shaft appeared to be stretched in the area from the distal end of the strain relief. Per dfmea rs131.1, balloon burst, compliance, and fatigue verification testing have been performed. The rated burst pressure (rbp) is documented in the compliance card and label. The device is inspected 100% per quality control specification, checking balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify catheter is smooth, clean, and free of damage. In addition, inspectors verify sheath compatibility of the folded balloon and verify the balloon catheter in balloon protector does not leak (high pressure check). Each device is shipped with an instructions for use (IFU); which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur." The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The additional information indicated that calcification was present and "it was tight." This calcification could have contributed to the rupture. It is unknown if a sheath was used with this device. After balloon rupture, balloon rewrap becomes more difficult as the balloon cannot fully deflate. A balloon that burst circumferentially has an even more difficult time with rewrap, which increases the potential for separation. Attempted withdrawal through a sheath may increase the difficulty of balloon rewrap and can contribute to increased resistance and subsequently to separation. It is unknown if the device was withdrawn through a sheath after rupture, but the device did not end up separating. The root cause for the balloon rupture appears to be over inflation/not following the instructions/labeling, as the report indicates that the balloon was brought to either 12 or 18 atm, both of which are above the rated burst pressure. We have notified appropriate personnel and will continue to monitor for similar complaints per the quality engineering risk assessment (qera), no further action is required.

Event description:
During a dialysis graft angioplasty via lcfa approach, after successfully crossing the dialysis graft stenosis it was poba time. The first balloon ruptured at 12 atm. The physician had a difficult time withdrawing the balloon, as if it was stuck on something; however, the physician was able to eventually remove the balloon. No harm to the patient. No additional procedures or intervention required due to this occurrence.